Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that can't achieve settings message was noted on the controller. Patient had a back surgery on 12/11 and when he turned his ipg back on, he received the cannot achieve settings message. High impedances on 3, 7 and 15. Patient was programmed not using electrodes which showed high impedances. The issue was resolved. No further complications were reported. Patient weight was unknown. No symptoms and no further complications were reported.